Event description:
It was reported that the patient implanted with a pacemaker and four leads (two capped/abandoned and two active,) underwent a lead extraction procedure due to vegetation on the leads. Upon removal of the abandoned right atrial (ra) competitor lead, model 1018t, the patients blood pressure dropped, and an emergency thoracotomy was performed. The patient had a tear in the right atrium and superior vena cava (svc). The patient developed disseminated intravascular coagulation (dic). The damaged areas of the heart could not be repaired, and the patient died on the operating table. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5166912.

Manufacturer narrative:
Combination product: yes. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.